Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received "lost sensor" and insulin pump cannot connect with sensor. During troubleshooting, it was found that the incorrect transmitter identification was programmed. Customer's blood glucose was 47 mg/dl. Customer was advised to monitor issue. No further information provided.